Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, b6, d6a, h6.

Event description:
Healthcare professional reported left breast rupture via ultrasound and ¿breasts¿some small simple scattered cysts" which is not device related, ¿peri-implant fluid in the outer quadrant and inner quadrant¿ ¿left breast rupture¿, ¿capsular rupture¿, ¿partially collapsed¿, ¿intracapsular rupture¿, ¿left implant shows deformation of its edges¿. Healthcare professional reported ¿capsular contracture baker grade unknown¿, ¿internal pain¿, ¿implants are slightly wavy¿, and ¿small amount of implant fluid¿. The left breast implant presents "mobility due to its probable rotation¿, ¿body inflammation". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late

Event description:
Distributor reported left breast rupture via ultrasound and ¿breasts¿some small simple scattered cysts", - which is not device related, ¿peri-implant fluid in the outer quadrant and inner quadrant¿ ¿left breast rupture¿, ¿capsular rupture¿, ¿it is partially collapsed¿, ¿intracapsular rupture¿, ¿left implant shows deformation of its edges¿. The device remains implanted.